Event description:
It was reported that some of the catheters were not well curved at the end and user was unable to use the catheters. Customer has pictures of the good ones (usable) and the bad one (unusable). User stated that this has been going on for a couple of months. Per follow-up via email on 25nov2020, the user reported that the more curved ones worked great whereas the straight catheters could not be inserted. The user stated that catheter was tried to be inserted to the point of bleeding follow up via phone on 01dec2020, some of the catheters were not curved enough so the customer was unable to insert it all the way. Per follow up information via email on 08feb2021, customer had 35 used catheters available for return. Customer stated that they tried to insert these catheters but could not.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a risk review and labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some of the catheters were not well curved at the end and user was unable to use the catheters. Customer has pictures of the good ones (usable) and the bad one (unusable) and user stated that this has been going on for a couple of months. Per follow-up via email on 25nov2020, the user reported that the more curved ones worked great whereas the straight catheters could not be inserted and stated that catheter was tried to be inserted to the point of bleeding. Per follow up via phone on 01dec2020, some of the catheters was not curved enough so the customer was unable to insert it all the way. Per additional follow up information via email on 08feb2021, customer had 35 used catheters available for return. Customer stated that they tried to insert these catheters but could not.